Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature study was conducted on sixty patients that underwent to evaluate visual outcomes of high hyperopic laser in situ keratomileusis (lasik), using corneal aspherization to control the induced spherical aberration. A non-healthcare professional reported that the four eyes were under corrected and nine eyes overcorrected in the unknown eye after lasik surgery. There are multiple related reports for this event. This report addresses the patient unknown, unknown eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Corrected information provided in h.2., h.11. Upon internal review of the file, it was determined that the system with four eyes were under corrected and nine eyes overcorrected in unknown eye after surgery of the patient does not meet criteria for reporting based on applicable medical device regulations as there were no pre-operative and post-operative refractive outcomes provided. There is no evidence of a life-threatening injury/illness or permanent impairment/damage, there has been no medical or surgical intervention to preclude permanent impairment/damage, and the information provided does not represent a product problem that is likely to cause the above-mentioned events if the product problem were to recur. Hence, the file will be retained, with no regulatory reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in h.2., and h.11. Upon further investigation of the available information, it was concluded that device has not contributed to any events, the file will be closed and no further reports are expected with MDR 3003288808-2025-00250. The manufacturer internal reference number is: (B)(4).